Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2011. A subsequent revision was performed (B)(6) 2012 due to pain. During the procedure, the tibial tray became loose due to surgeon using a mallet with impactor. Both the femoral stem and the tibial tray were removed and replaced.

Manufacturer narrative:
Evaluation of returned device found implant to be out of specifications.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Listed under possible adverse effects number 4 states "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and /or excessive unusual and/or awkward movement and/or activity." And number 15 states "interoperative or postoperative bone fracture and/or postoperative pain." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01581/ 01582).